Manufacturer narrative:
Complaint no. (B)(4). Device/ parts will not be returned for evaluation.

Event description:
It was reported via a call from the biomed department service technician (st) to the clinical support specialist (css) on (B)(6) 2014 at 1246 mdt that the st is calling about an intra-aortic balloon pump (autocat2 wave, s/n (B)(4)) in the biomed department that was on a pt. During a transport within the hospital on (B)(6), the battery on the pump died and the pump shut down. The st stated that the staff had stated that the yellow light was on prior to unplugging the pump. The reason for the call today is to find out if there is another way to see what the charge level on the battery is other than just the yellow light. The css first verified that there were no pt complications from the pump shutting down. The pump was plugged back in and they were able to resume pumping with that same pump within 10 minutes. The css then discussed with the st that the show status menu will show the charge to the battery when it is unplugged, but that it does not give a percentage or timeframe for that charge. The css then asked if the pump had alarmed for low battery at all prior to shutting down and the st said that the staff stated that it had not. The st then had some technical questions about the battery. The css informed the st of being the clinical on call and referred the st to their field service representative (fsr). The st stated either calling the fsr or sending an email and already has that information. The iab was inserted through the sheath via femoral without issue. No pump strips were generated. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome is stable.